Event description:
Information was received indicating that the software to a smiths medical cadd-prizm® vip system needs to stay as pca 20g and need an air detector. An upstream occlusion was noted. There were no reported adverse effects.